Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with a nasal sample. The consumer received a negative result on (B)(6) 2025, on the binaxnow covid-19 ag self test, and a positive result on a different test, lateral flow (unknown brand) on (B)(6) 2025. On (B)(6) 2025, the customer tested positive with the binaxnow covid-19 ag self-test. The customer experiences a sore throat and fever. Although requested, no additional consumer information was reported.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000913274 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 0000913274, test base part number 195-430wjr/lot 0000913274. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000913274 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to self-test user performance or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with a nasal sample. The consumer received a negative result on (B)(6) 2025, on the binaxnow covid-19 ag self test, and a positive result on a different test, lateral flow (unknown brand) on (B)(6) 2025. On (B)(6) 2025, the customer tested positive with the binaxnow covid-19 ag self-test. The customer experiences a sore throat and fever. Although requested, no additional consumer information was reported.